Manufacturer narrative:
Device evaluation results: one cadd cassette reservoir was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No product abnormalities were observed. A leak was found during leak testing however. The customer reported product problem (leaking) was therefore confirmed. The product problem was attributed to a manufacturing issue.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the customer noticed medical fluid leaking from the part where the connector and the tubing were connected. No patient injury reported.